Manufacturer narrative:
The 23 mm trifecta valve was returned due to regurgitation. Gross morphological and histopathological examination found fibrous pannus ingrowth covering the inflow surface of all three leaflets and the outflow surface of leaflets 1 and 3, which led to folding and retraction of each leaflet. All three leaflets were fibrotically thickened. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, it is consistent with pannus and folded leaflets. Per the IFU, the trifecta valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve.

Event description:
On (B)(6) 2014, a 23 mm trifecta valve was implanted off-label in the pulmonary position in a (B)(6) year-old male patient. On an unknown date, approximately 2.5 years after implantation, an echo showed moderate regurgitation which progressively worsened to severe. No infection or endocarditis was present. On (B)(6) 2017, the valve was explanted and replaced with a 25 mm trifecta gt valve (sn unknown). The patient is reported to be stable. Patient identifier, age, weight and gender is protected under local privacy laws, and therefore is not recorded.